Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon deflated prematurely and fell out from the patient. A straight-edge slit was found in the balloon.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection noted the exterior of the sample and found a slit in the balloon. The slit allowed the sample to prematurely deflate during use. Unable to determine root cause of slit in the balloon. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the balloon deflated prematurely and fell out from the patient. A straight-edge slit was found in the balloon.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection noted the exterior of the sample and found a slit in the balloon. The slit allowed the sample to prematurely deflate during use. Unable to determine root cause of slit in the balloon. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the balloon deflated prematurely and fell out from the patient. A straight-edge slit was found in the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon deflated prematurely and fell out from the patient. A straight-edge slit was found in the balloon.